Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. Connector j500 in the front therapy electrode was partially dislodged from the ECG a&b cable, causing the ECG fall-off failure and the reported "add gel" messages. The root cause for the dislodged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "add gel" messages without previous gel deployment.